Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 424 mg/dl at the time of incident. Customer's other blood glucose level was 427 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer did not mention ay treatments and symptoms related to high blood glucose level. The device will not be returned for analysis.